Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's health care provider instructed the customer to set a temporary basal rate. Reportedly, the customer's current settings were "being too aggressive". During troubleshooting, tandem technical support educated the contact on setting a temporary basal rate of 80%. The customer reported a low blood glucose (bg) level of 58 mg/dl. Reportedly, the customer drank a carbonated beverage to treat low bg level.